Event description:
It was reported the patient developed an infection and bacteremia. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. (B)(4) a proximal segment of the lead was returned and analysis found no anomalies. However, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut and had a cosmetic depression. Visual analysis noted that there was apparent explant damage. (B)(4) a proximal segment of the lead was returned and analysis found no anomalies.